Event description:
The device was used to diagnose to be in ventricular fibrillation. Reportedly, the device repeatedly displayed connect electrodes and the defibrillator could not be charged as a result. The pt was not resuscitated.